Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material # 302995 batch # 5121242 verbatim: 48 syringes from the same lot have black ink on the tip of the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) supplemental MDR - foreign matter. It was reported that syringes from the same lot exhibited black ink marks on the tip. To support the investigation, two photographs of 10 ml luer-lok syringes were submitted for evaluation by the quality team. Both images show syringes in sealed packaging¿one photograph contains a single syringe, while the other includes two. All three syringes display ink spots on the barrel collar, and two also show ink spots on the barrel wall. This condition is non-conforming per product specifications and is attributed to the marking process. A device history record (DHR) review was conducted for material number 302995, lot 5121242. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications related to the reported condition were identified. The lot was inspected and accepted based on the inspection control plan and subsequently approved for shipment. During production, a notification regarding this condition was documented. A requalification was performed, and the line was cleared of defects. However, it remains possible that a limited number of units exhibiting this condition may have escaped detection. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.